Manufacturer narrative:
Due to an administrative error, the initial report was submitted under the wrong manufacturer and therefore an invalid MFR number. No further reports will be sent against this MFR number (3015232217-2024-00029). A corrected report will be submitted under 9617016-2024-00004.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that they believe excess dose is being delivered to the patient before the beam terminates.